Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had an ablation and during that procedure turned therapy off, but the surgery mode was not set in. Later on, patient was not able to connect and pc displayed the message ¿cannot connect to generator¿. Patient experienced an accident and therapy was lost. Company manufacturer troubleshooted the device and both the pc and cp were able to connect with the battery. Therapy was restored .